Event description:
The customer reported that during a case the monitor flashed bright light, then had no image and the technique values would track to maximum. This issue will cause the system to be unusable due to the inability to see the live image. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.